Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The customer reported receiving a high reading of 175 mg/dl on their freestyle freedom lite meter compared to an unknown health care provider's meter reading of 40 mg/dl within 10 minutes. The customer experienced shakiness, blurred vision and felt sick. The paramedics were called and treated the customer with unknown intravenous fluids and medication to raise their blood glucose level and oxygen. The customer was transported to a health care facility where they were diagnosed with severe hypoglycemia. It is unknown if the customer received additional treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the device manufacturer date is unknown since the meter serial number is unknown. In addition, during the course of troubleshooting with adc customer service, it was discovered that the customer did not wash their hands prior to testing. The customer did not use the device according to label copy. Not washing hands may cause imprecise readings.